Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion.

Event description:
It was reported that the patient experienced pacemaker syndrome with single chamber fixed rate pacing. The device was explanted and replaced. It was also reported that the right atrial lead had poor sensing and high impedances. The lead was capped and replaced with a new one. No patient complications have been reported as a result of this event.